Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Investigation discovered the exposed portion of the soft cannula to be stretched and damaged. The overall length of the soft cannula measured out to be 1.067", which is out of specification. Despite the damage observed on the soft cannula, fluid was able to flow through the entire fluid path. The downloaded data did not show any timeouts or drive stalls. Although damage was observed to the exposed portion of the soft cannula, the timing and cause could not be determined.